Manufacturer narrative:
Method of evaluation: (B)(4). Review of the information as reported, device history records, and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot sp100231. - results of evaluation: (B)(4). Review of the device history records revealed no deviations during the production of lot sp100231 that may be associated with the event. Lot irradiation doses were within process parameters. The lot met acceptance criteria for qc release, including mechanical testing results. - as of 11/23/15, no other complaint has been reported to lifecell against lot sp100231. - as of 11/23/15, of the (B)(4) devices released to finished goods for lot sp100231, (B)(4) devices have been distributed with (B)(4) devices that were reported to be implanted. - evaluation conclusion: (B)(4). The protrusion of a loop of bowel through a large split that had formed in the middle of the strattice was most likely due to the severity of the patient's nausea and vomiting on post-operative day 3 following repair of the ventral hernia defect. No other patient contributing and/or related conditions were reported. The strattice was not returned to lifecell for evaluation. Review of the lot processing history and the complaint history records for strattice lot sp100231 was unremarkable. There were no processing deviations or nonconformities related to the nature of this complaint, and the lot met qc criteria for release. To date, no other complaints were reported to lifecell against lot sp100231. Based on this internal investigation, coupled with the severity of the patient's nausea and vomiting on the third post-operative day, the event was unlikely related to the device and directly related to patient factors. Device was not returned for evaluation.

Event description:
It was reported to lifecell that a male patient underwent surgery on (B)(6) 2015 to repair a ventral hernia defect using strattice. The initial procedure was completed without complication, and the patient was discharged the following day. Two days post-operatively, the patient called the surgeon with complaints of nausea and vomiting. By the third post-operative day, the patient's symptoms had become so severe that the surgeon directed the patient to go to ER, where a CT scan was performed. The CT scan revealed a loop of bowel protruding through a large split that had formed in the middle of the strattice. The patient underwent a re-operation where the surgeon removed the strattice, and the defect was reinforced by using a larger piece of strattice. The patient was reportedly doing well two days status post the revision surgery.